Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly failed to inflate. There was no reported patient injury.

Event description:
It was reported that during a angioplasty procedure, the balloon allegedly failed to inflate. It was further reported that the balloon allegedly failed to deflate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was returned for evaluation. Balloon was noted to have peeled pebax, fiber disturbance, unraveling and frayed fiber throughout was noted during visual evaluation. No other anomalies noted. On the functional testing the balloon was inflated with the in-house presto device and water was leaking from the balloon. The balloon fibers were stripped; a compound rupture was noted from the distal tip. All the anomalies noted on microscopic observation. The investigation for the reported inflation issue was confirmed as the balloon was unable to inflate due to the leak form the rupture. The investigation into the reported deflation issue remains inconclusive as no further testing has been performed due to the condition of the device. The investigation was confirmed for the identified balloon rupture as a compound balloon rupture was noted during the microscopic observation and water was leaking from the balloon during functional testing. The investigation was also confirmed for identified material frayed / unraveled fiber/ peeled pebax as fiber disturbance was noted during the visual evaluation. During the microscopic observation a compound balloon rupture was identified which might be lead to the reported inflation and deflation issue's. A definitive root cause for the reported inflation issue, deflation issue and identified balloon rupture, material frayed / unraveled fiber/ peeled pebax could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.